Manufacturer narrative:
The device was returned as part of the asset return process. The air/water tube and air/water cylinder had foreign objects due to insufficient reprocessing. Additionally, due to wear of switch number 2, water tightness was lost. Due to wear of the angle wire, bending angle in down direction did not meet the standard value. The plastic distal end cover had a chip. The bending tube was deformed, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A loaner asset (colonovideoscope) was returned with no complaint by the end user. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: air/water tube and air/water cylinder had foreign objects due to insufficient reprocessing.

Manufacturer narrative:
Corrected data: d9 (the date returned to manufacturer was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the sw2. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.